Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection") and pelvic pain ("pelvic pain/ pain/ pain in pelvic area (constantly mild; sometimes severe)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2005 and (B)(6) 2009), c-section and miscarriage. Previously administered products included for an unreported indication: ovcon 35 from 2009 to 2010. Concurrent conditions included obesity, nodule, adenomyosis, cholelithiasis and pelvic adhesions. Concomitant products included levothyroxine sodium (levothroid) since 2010 for hypothyroidism. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infections") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/ pain in abdominal area (constantly mild; sometimes severe)"). The patient was hospitalized from (B)(6) 2014. The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy - with left oophorectomy.) And surgery (underwent hysterectomy with bilateral salpingectomy - with left oophorectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic infection, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection and allergy to metals outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, pelvic infection, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: on (B)(6) 2014 patient had a robotic assisted hysterectomy with right salpingectomy appendectomy cystoscopy and resection of peritoneal implants. She was not advised of any complications or problems that occurred at the time of essure placement and removal procedure. She was advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - in 2011: total bilateral occlusion. On (B)(6) 2010: ucg- negative. On (B)(6) 2014: surgical pathology report - gross description: the left, 6.5 x 0.5 cm fallopian tube is unremarkable except for a 2.0 x 1.5 x 1.0 cm paratubal thinly encapsulated, lobulated focus of adipose tissue located near the fimbriated end. At the proximal end is a 3.0 cm intraluminal coiled wire that extends into the cornu. The right, 5.5 x 0.5 cm fallopian tube is unremarkable except for a 1.5 x 1.0 x 1.0 cm paratubal thinly encapsulated, lobulated focus of adipose tissue located near the fimbriated end. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: confirms pelvic and abdominal pain. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr extracted. Case medically confirmed case. Patients demographics added. Historical and conco conditions and drugs added. New events added: abnormal vaginal bleeding, abnormal bleeding (menorrhagia), vaginal infections, nickel allergy. Outcome of event added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic infection, pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered pelvic infection, pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced infection (seen as pelvic infection). A hysterectomy was performed to remove essure 3.5 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, there is no information about the plaintiff's previous and concomitant medical conditions however the consumer experienced the event after insertion. Considering the nature of the event, positive temporal relationship and lack of alternative explanation, causality cannot be excluded (related). Additional non-serious events were reported. This case was regarded as incident since a device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic infection, pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered pelvic infection, pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced infection (seen as pelvic infection). A hysterectomy was performed to remove essure 3.5 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. In this particular case, there is no information about the plaintiff's previous and concomitant medical conditions however the consumer experienced the event after insertion. Considering the nature of the event, positive temporal relationship and lack of alternative explanation, causality cannot be excluded (related). Additional non-serious events were reported. This case was regarded as incident since a device removal was required. A product technical is awaited. Further information will be obtained through the litigation process.